Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator would not power on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 11jan2019. Multiple attempts were made to retrieve the repair information; however, no response was received. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.